Event description:
During a right vats procedure, the reload partially fired staples, tissue was partially separated but not completely cut. The same stapler was used successfuly to stop the bleeding at the failed stapling site. Dr had to perform a mini thorocotomy to stop the bleeding due to the partially fired staple cartridge. The case was completed with a similar device, with no additional patient consequences.